Event description:
The user facility reported a patient was on impella rp flex support due to right heart failure. During support, the placement signal disappeared and flows represented zero. The pump was explanted. There was no patient harm reported.

Manufacturer narrative:
The investigation has been completed. The returned product was inspected and there were no physical abnormalities. The pump passed electrical testing and there were no sensor abnormalities. The data logs from the case showed that the pump was running on p6 with normal placement signal and flow readings until 12-feb-2025. The placement signal started drifting down and flow started drifting up until placement signal went out of range and flow showed 0 milliliters per hours. Cvp was also out of range. The alarm dp signal out of range was triggered. This lasted for about three hours before placement signal recovered. Upon recovery drifting resumed with placement signal drifting up and flows drifting down. The returned pump was run in the flow loop test and sensor drift was reproduced with placement signal trending up and no pump flow readings while cvp was negative. The root cause of the placement signal issue was determined to be due to a sensor drift as issue was reproduced on the returned product.